Event description:
Caller reported a malfunction on the pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require third-party assistance. The customer continued to use the pump for insulin therapy.